Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the issue was most likely patient condition related as ischemia occurred in both legs. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. While on support, the complainant reported that the patient experienced bilateral ischemia during impella support. The patient was transferred to ICU west in stable condition. No intervention was required, and the condition improved as support continued. Patient was successfully weaned off impella support.